Event description:
Event description cpi received information that an invasive procedure was performed to remove the atrial lead, model 4269 serial number 253907, because they 'couldn't make the atrial lead work'. The bipolar ventricular lead, model 4285, was also exhibiting 'problems' and it was repositioned successfully and remains implanted.